Event description:
In 2006, the lay-user/pt contacted lifescan alleging that her one touch ultra meter was alleging the "apply sample" symbol although blood had already been applied to the strips. The med affairs spec mailed a letter to the pt since she could not be reache by telephone on 2 separate days. The customer care advocate (cca) obtained the following info during the initial call: on an unidentified date/time, the pt developed s symptom of having a "headache". It is not known if the pt tried herself before, during and/or after she developed the symptom. The pt was taken to the hosp where a blood glucose reading of "500 mg/dl" was obtained using an unspecified meter. The pt received insulin treatment (unk type/dosage). The cca verified that the pt was using sufficient blood samples from her fingers. The meter, test strips, and control solution were replaced. This complaint is being reported due to the pt being unable to perform a successful blood test on the meter and ultimately receiving med treatment for hyperglycemia.